Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient recently had surgery and developed an infection shortly after. She came back in for an I&d, potential poly/head swap. Upon opening the joint and trying to remove the head the stem became loose at bone to implant interface. At this point the surgeon decided to remove all implants and put a temporary spacer until the infection clears. Doi: (B)(6) 2020 - dor: (B)(6) 2020 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.